Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep determined that the system need a new surge suppressor. No further info is available at this time.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.